Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional reported a device diagnosis of adaptive stim off.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported on 2015-aug-31 that the patient thought the spinal cord stimulator turned off automatically. The adaptivestim was off and the amplitude was low. The event resulted in an unscheduled clinic or office visit and the patient had education with the manufacturer on 2016-feb-17. With the adaptivestim turned off, the stimulation changed as the patient moved. It was indicated that the amplitude was relatively low, so in some positions the patient may feel like the stimulation had turned off. There was no patient complication associated with the event. The event was unresolved with no further action planned.